Manufacturer narrative:
The subject device will not be returned to olympus medical systems corp. (Omsc). The manufacturing history of the subject device was reviewed, with no irregularities related to the phenomenon. This type of probe damage is most likely related to the operator's technique. Based on the past similar cases, it is known that a scratch occurs on the probe since a user output the device contacting with something hard, and then the probe of the device is cracked and broken when the probe received a load. It is known that the probe damage error occurs when the probe is cracked. The instruction manual of the subject device already states; warnings: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
The subject device was used during a total laparoscopic hysterectomy. During the procedure, an unknown error occurred and the subject device stopped working. It was reported that the probe tip of the subject device was broken. It was not reported that whether the subject device was replaced. The intended procedure was completed. There were no patient injury reported except above reported event.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As a result of the reinvestigation of an exterior photograph of the subject device on july 28, 2016, omsc confirmed that there were no malfunctions which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.